Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a missing reservoir tube o-ring and a partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir will not lock/click in place. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the excessive no delivery test due to the prime anomaly. Unable to perform the basic occlusion or occlusion tests due to the partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 188 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.